Event description:
It was reported that boston scientific technical services (ts) was called about high out-of-range shock impedances of 126 ohms on the right ventricular (rv) lead. Ts noticed impedance had been gradually increasing. Programming options were discussed. Also, the right atrial (ra) lead pace impedance had been high out-of-range (greater than 2000 ohms) for many months and exhibited loss of capture with no asystole. Later, the rv and ra leads were explanted as a result of the high out-of-range impedance measurements. The physician elected to replace the device as well. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the additional surgical procedure that was performed. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that boston scientific technical services (ts) was called about high out-of-range shock impedances of 126 ohms on the right ventricular (rv) lead. Ts noticed impedance had been gradually increasing. Programming options were discussed. Right atrial (ra) lead pace impedance had been out-of-range for many months. The device and leads remain in service. No adverse patient effects were reported.